Event description:
It was reported that the ventilator will not power on. There was no patient involvement. The customer reported that the power management board was replaced to address the reported issue.

Manufacturer narrative:
The power management board was not replaced to address the issue. Information was received that the customer declined service/repair of the device.